Manufacturer narrative:
(B)(4).

Event description:
Prior to use during cuff inflation test, the cuff could not be inflated. There was no patient involved.

Manufacturer narrative:
Medtronic reference: (B)(4). Analysis of the returned sample confirmed it was made to specifications and passed all visual and functional tests and there were no leaks detected after inflation tests conducted over a 24 hour waiting period. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. A review of the manufacturing process was conducted and found that the process and inspection steps are in place to detect the reported condition prior to release of the product for distribution. There was no defect confirmed.